Manufacturer narrative:
The insulin pump was selected with short, medium and long beep mode and passed self-test. The insulin pump functioned properly; no audio/beep anomaly noted during testing. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that it doesn't beep during the alarm. Customer was assisted in performing self-test and did not beep during the tone test. Customer was advised that pump need to be replaced.